Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked top case, bottom case and both plunger case. The speaker wire was also damaged. The tamper seal was removed. Review of the event history log (ehl) showed no errors. An accuracy test was performed and the reported issue was not duplicated. The device operated as intended as results were within the required specifications. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited failed flow accuracy during preventive maintenance. No patient injury was reported.